Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user incorrectly changed their ilet supplies by not removing the tubing before inserting a new cartridge. Blood glucose (bg) dropped to 54 mg/dl and was out of range for about two hours. The user recovered with glucose and help from their husband. No medical care was required. The user reported feeling frustrated and confused but declined hospital care.